Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - the health of the bone and gums which support the teeth may be impaired or aggravated" and "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". Align's clinical review of available records (initial xray) showed evidence of pre-existing generalized bone loss and panoramic x-ray showed what appears to be pre-existing periapical lesions on upper anterior teeth. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required medical intervention to prevent permanent damage (tooth loss), and therefore, this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required medical intervention. The patient's reported symptoms began in (B)(6) 2021, and the patient was diagnosed and recommended for oral surgery in (B)(6) 2022.

Event description:
The treating doctor reported that the patient had symptoms of infection, tooth mobility, pain and trauma on periodontal ligament. The patient required visiting a periodontist and an orthodontist who referred patient to an endodontist and oral surgeon for further treatment, and prescribed oral surgery. The patient was prescribed with the following medication: pain meds, periodontal splints for stabilization, oral surgery for root resorption and facial trigger point injections.